Event description:
Received, "blade may be exposed" signal from davinci erbe. Upon visualization, blade could not be seen. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.